Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer cleared alarm and resumed insulin delivery. Additionally, it was reported the insulin gauge was inaccurate. The customer declined to troubleshoot or provide further information with tandem technical support. Blood glucose was 400 mg/dl.